Event description:
It was reported the rigid video laparoscope experienced it's leaking at the base of the light source. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.